Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced due to physical damage.

Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's internal battery occurred. The device was not in patient use.